Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings in the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Brown particles observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side is "smaller." Healthcare professional later reported possible left deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side is "smaller." Healthcare professional later reported possible left deflation. Device remains implanted.